Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05168 . It was reported that pericardial effusion occurred and the patient died. A left atrial appendage (laa) closure procedure was performed. A pericardial effusion was noted at baseline. A watchman ® access system and 27mm watchman ® laa closure device & delivery system were used. The delivery system was prepared properly. During introduction of the delivery system, they noticed the pericardial effusion grew larger. They decided to continue with the procedure as quickly as possible in order to reverse the heparin. The access system was deep seated in the laa along with an unknown pigtail catheter. They successfully implanted the closure device; however, the patient's blood pressure had dropped significantly. Chest compressions were performed and an effort was made for a pericardiocentesis. The patent's blood pressure dropped again, so surgery was performed. They performed a sternotomy, but it was difficult to close because there was a right ventricle laceration which was believed to have occurred during the pericardiocentesis attempt. The sternotomy was closed successfully; however, the patient died the next morning.